Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging missing results. The reporter alleged some of the results missing from meter memeory and stated that, when transferring results to software at a doctor's office, only 4 results are shown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up (1/31/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter has passed testing for alleged missing result issue. Unrelated to the primary issue, the subject meter was found to have a cold solder joint issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.